Manufacturer narrative:
(B)(4). Date sent: 5/16/2025 additional information was requested and the following was obtained: were there any other problems observed with the staple line besides bleeding (malformed staples, etc.)? If so, what? No how was the bleeding controlled? Bleeding contained with measures. How much blood was lost (ml)? Approximately 1.5l ¿ 2l were there any consequences or changes in the patient's postoperative care as a result of the event? (Prolonged hospitalization, readmission, reoperation, etc.) If so, what? Readmission, prolonged hospitalization, 1 plasma concentrate and 3 plasma concentrate (?).

Manufacturer narrative:
(B)(4). Date sent 1/9/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? What was the date of the procedure? What was the timeline of events? What was the product code of the cartridge(s) used in the procedure? Were there any issues with the device intraoperatively? What is the surgeon¿s anticoagulant regiment? Why does the surgeon believe the postoperative bleeding may have been contributed to the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric procedure the doctor reported bleeding. Bleeding identified in the postoperative period, without further details.